Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer stated he had just got home from the gym and the device prompt him for easy bolus but the device wouldn't allow him. Customer removed the battery and reinserted it, then the device alarmed. Customer doesn't know blood glucose level. Customer stated it looked like there was moisture due the weather and the device was never dropped because he was always connected to it. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. No moisture damage was found inside of the insulin pump. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.